Event description:
It was reported to boston scientific corporation on september 24, 2008, that a standard balloon replacement g-tube was placed in a percutaneous endoscopic gastrostomy (peg) procedure in 2008. According to the complainant, at about 5 days post-procedure, "nutrition backflow was found at the rx-port." It was further reported that the device was replaced by a different device (unknown product/manufacturer). No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned, it has not been received for evaluation. The cause of the reported malfunction has not been determined.